Event description:
Occurrence of a cyst and wound infection after implantation of biobon mixed with bonegraft, revision required, biobon explanted due to infection. The complaint occurred in a pt participating in an observational study with biobon. A calcaneus cyst was filled with biobon mixed with bonegraft. A revision operation was required because of a wound infection. Biobon was removed and curettage of the cyst was performed. Biobon was considered to be the reason of the infection. Additional info: the bonegraft mixed with biobon was autograft. No additional info about the material (sterility, lot number) is available. The case was performed in 1999.